Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent ¿ what is the lot number?=>unk h3 evaluation: one complaint sample of reservoir bulb with separated connection port (stuck inside the connector), was received for evaluation, product was inspected visually. Connection port of the bulb was short around 5~6 mm and there was a sharp cut marks visible on the section area. Separated connection port of around 5~6 mm was stuck inside the connector, and there were also visible cut mark on the section of the connection port. During investigation of the complaint, batch manufacturing record and retained sample review could not performed, as the lot number of the complaint was unknown. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on and unknown date a reservoir was used. After opening the package and before use, the drain tube and reservoir connector part broke off. Another product was used. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis it was noted that the port was broken, cut or torn.